Manufacturer narrative:
(B)(4). Manufacture date: february 14, 2017 - february 15, 2017. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse at all. The pump was filled with of 5fu and diluted with g 5% for a fill volume 89ml. There was no patient injury or medical intervention associated with this event. No additional information is available.